Event description:
A report was received that the pt's precision system was explanted due to the device causing stroke like symptoms, migraines, and pain around the pocket site.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.